Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5171052/5171058.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. The patient underwent an explant procedure. All device components were discarded by the medical facility.